Event description:
The customer contacted physio-control to report that their device's display was blank and then the device unexpectedly powered itself off and back on multiple times. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was still unable to duplicate the reported issue. Physio replaced the device's battery pins as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's display was blank and then the device unexpectedly powered itself off and back on multiple times. There was no report of patient use associated with the reported event.